Event description:
During stent placement a 3.5 stent catheter was deployed. The balloon ruptured after partial inflation and had to be removed, which resulted in the pt becoming hypotensive with bradycardia and unresponsive. CPR was started and meds given. Pt began breathing on own again after this short episode of unresponsiveness. The lesion was dilated with balloon angioplasty and pt was transferred to intensive care in stable condition. Pt was discharged on 8/24.